Event description:
On (B)(6) 2012, the patient contacted animas, alleging the up/down arrows and ok keypad buttons were unresponsive and was unable to navigate passed the home screen. The patient denied damage to the keypad and reportedly wore the pump attached to a belt. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/08/2013 with the following findings: during a visual inspection of the pump, the keypad was observed to be peeling at the contrast button. During testing, the up arrow, down arrow, and ok keypad buttons were unresponsive. The contrast button responded properly. The keypad cover was removed and contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.